Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss sf - (B)(4). 1x 26352 astra ev 4.8c by 9, lot: 521802, placement date: on (B)(6) 2025, removal date: on (B)(6) 2026, issue: " bone loss at the time of uncovery", patient: (B)(6).